Event description:
This is the second of two reports involving a vtun and cam02 monitor from the same facility. ((B)(4)). "Patient had an icp monitor (cam02 used with this vtun was 1130301248)/ evd drain placed in the parenchyma the evening of (B)(6) 2015. During the early morning the icps began to steadily rise to 30-50's. Stat head CT was obtained and per review with the doctor did not match the increasing icps that we were receiving after many interventions with 3%, mannitol, pentobarbital, hyperventilation, etc. Doctor was again at the bedside for interventions. Using the setup with transducer cable, prior to further intervention, icp was monitored and found to have a great wave form and readings from 5-9. Doctor was at bedside manipulating the catheter, flushing and observing the wave form, and felt these numbers to be more in line with the head CT. We continued to monitor icps using this method". Further info received on 05/19/2015 was as follows: the patient's age was provided (gender was not provided) no revision was required. The unit was not explanted and there was no patient injury. Doctor said that the wave form that he was seeing on the cam02 appeared to have good form, but that there was a lot of "static" on the screen, or interference of some kind. He also told me that this vtun catheter was not placed in a ventricle, but that they were still able to get a pressure and a good wave form by connecting an external transducer. Icp readings in the 40's and the patient was treated according to this number. The waveform was distorted with this reading. Fluid filled transducer was connected to flex catheter and reading was 7mmhg.

Manufacturer narrative:
Integra has completed their internal investigation 07/22/2015. Results: a review of the batch documentation did not show any abnormalities. Eeprom has been checked. Electrical wire has been checked. Product performance has been checked in air and in water with camo2. After "catheter failure" electrical wire has been checked again. Conclusion: the wire of the v+ port lost connection. The root cause, why the wire lost connection cannot be found. The catheter has been successfully calibrated and there was no sign that the catheter could be insufficient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.